Event description:
During embolization of a posterior communicating artery aneurysm the coil could not be completely advanced into the aneurysm. The aneurysm size was 2.4x1.9x2.3(cm). He used the axium 22mm coil first. He did everything correctly according to IFU. After 3/4 of the presidio coil was advanced into the aneurysm sac; the coil couldn't be advanced nor retrieved. So he pulled out the coil and the microcatheter as a unit. The microcatheter was prowler 14 90 degree. The microcatheter will be returned with the coil as a unit.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device; the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies; design or quality concerns. Therefore no corrective action is taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.